Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent per service manual operational and diagnostic analysis confirmed the restart generator error. The main pcb assembly, flex cable assembly, main board to lcd and cable assembly, main board to chassis ground were replaced as identified in the investigation to address the restart error. Additionally, the generator was upgraded to software version 2014_1. This was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that prior to an unknown procedure, gen11 is showing re-start generator again and again without attaching the hand piece and the probe. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.